Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb missing/peeling/torn) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings:investigation revealed that the bolus button cover was partially detached, but the bolus button responded appropriately to button presses. A damaged bolus button cover is not likely to cause an adverse event, as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Additionally, boluses can be delivered using the normal bolus feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.